Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was admitted to the hospital with a diagnosis of peritonitis. Pd cultures were obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefazolin 1-2g on (B)(6) 2025. Additionally, the patient was administered ip vancomycin 2g on (B)(6) 2025. The cultures were positive for methicillin-sensitive staphylococcus aureus (mssa). The white cell count was 1,495 with 82% polymorphonuclear (pmn) cells. The physician classified this as repeat peritonitis as the patient experienced an initial event in (B)(6) 2025. The patient had a central venous catheter placed. The patient had the pd catheter removed on (B)(6) 2025. No antibiotic information was provided after the pd catheter was pulled. The patient was transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2025 and is completing in-center hd. The patient is expected to return to pd therapy.

Manufacturer narrative:
Additional information provided in a4, b5, b6, and h6.

Event description:
Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was admitted to the hospital with a diagnosis of peritonitis. Pd cultures were obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefazolin 1-2g on (B)(6) 2025. Additionally, the patient was administered ip vancomycin 2g on (B)(6) 2025. The cultures were positive for methicillin-sensitive staphylococcus aureus (mssa). The white cell count was 1,495 with 82% polymorphonuclear (pmn) cells. The physician classified this as repeat peritonitis as the patient experienced an initial event in (B)(6) 2025. The patient had a central venous catheter placed. The patient had the pd catheter removed on (B)(6) 2025. No antibiotic information was provided after the pd catheter was pulled. The patient was transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2025 and is completing in-center hd. The patient is expected to return to pd therapy.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization and temporary transition to hemodialysis. However, there is no documentation to show a causal relationship between the peritonitis and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the peritonitis is unknown, the culture results of staphylococcus aureus, a normal human flora of the skin, suggests a breach in aseptic technique. If this bacterium is allowed into internal tissues, they can cause a variety of potentially serious infections. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported he had a recurring staphylococcus aureus pd catheter (not a fresenius product) infection. The catheter was removed, and he is on temp hd. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse. The pdrn stated the patient was admitted to the hospital on (B)(6) 2025 with a diagnosis of peritonitis. Pd cultures were obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, duration unknown). The cultures were positive for methicillin-sensitive staphylococcus aureus (mssa). The physician classified this as repeat peritonitis as the patient experienced an initial event in july 2025. No white cell count was available. The patient had a central venous catheter placed. The pd catheter was pulled. The patient was transitioned to temporary hemodialysis (hd). The patient was discharged (B)(6) 2025. The cause of the peritonitis is unknown.